Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. No root cause could be identified. The unit is working to service specifications.

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was frozen and would not respond to touch. It is unknown if there was any patient involvement.